Event description:
Additional information was received that the delivery catheter system did not cause or contribute to the right ventricular perforation. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, cardiogenic shock occurred after the valve was deployed. Pericardial effusion was observed during transesophageal echocardiogram. Venoarterial-extra corporeal membrane oxygenation was initiated. Aortic dissection was suspected, so a heart-lung machine was prepared and started. Subsequently, the procedure was converted to thoracotomy due to right ventricular perforation. It was noted the patient¿s hemodynamics was stabilized by thoracotomy and performing pericardial drainage. No dissection was observed in the ascending aorta. It was determined that the patient was bleeding from the right ventricle and was directly sutured (cause unknown but intracardiac echocardiography from the internal jugular vein or temporary pacemaker tip was considered). Per the physician, the valve implant procedure was a contributing factor to the event. Ten days later, the patient was reported to be recovered. One month and fourteen days post-implant, the patient visited the medical consultation due to dizziness and poor appetite. Necrotizing cholecystitis was observed via the computed tomography scan, so the patient was hospitalized at the department of gastrointestinal medicine. Improvement was achieved by performing percutaneous transhepatic gallbladder drainage. Seventeen days later, the patient was reported to be recovering. No additional adverse patient effects were reported

Manufacturer narrative:
H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.